Event description:
A gehc employee reported that the system failed to boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as corrective repair information is unavailable at this time.